Manufacturer narrative:
Report source - foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the articulating arm doesn't fix properly anymore. The arm moves so that navigation cannot be carried out properly. There was no patient present at the time of the event.

Manufacturer narrative:
The vertek arm was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The returned vertek arm was very worn with many nicks and scratches and all color faded out. Otherwise, the arm was found to be fully functional. The arm locks and releases without issue. No problem found. If information is provided in the future, a supplemental report will be issued.